Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported a patient with an overcorrection of the right eye at seven month prk enhancement post-operative visit. Additional information from reporter indicated an additional enhancement has been scheduled to treat reported event. Additional information has been requested.